Event description:
It was reported that the patient experienced lack of therapy. The doctor injected via the catheter and it was observed the proximal catheter (part that attaches to the pump) had multiple holes in it. The pump and catheter were replaced. The doctor 'spliced the catheter' together eliminating the segment with holes. The pump was replaced due to elective replacement indicator (eri) of 9 months. The patient outcome was not known at the time of this report. The device system was used to deliver morphine.

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2006 (B)(6), explanted: product type catheter, product ID 85 90-1, lot# n156201, serial#, implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomalies. The pump passed all non-destructive lab testing.